Event description:
The initial reporter received questionable glucose and albumin results for two patients tested with a cobas pro c503 module. Sample ID (B)(4): the initial glucose result was 29.8 mg/dl. The repeated result was 125 mg/dl. The second repeated result on another analyzer was 166 mg/dl. Sample ID (B)(4): the initial albumin result was 0.753 g/dl the repeated result on another analyzer was 3.68 g/dl. It is unknown if the questionable results were reported outside of the laboratory. The reagent lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
The field service engineer decontaminated the module, replaced reaction cells and the photometer lamp. The customer performed calibration and qc. The investigation is ongoing.

Manufacturer narrative:
The glucose result of 166mg/dl was believed to be correct. The field service representative also adjusted rinse levels, replaced probes, and adjusted the water pressure, which resolved the issue. He verified all mechanisms were working properly, and the customer performed post-service qc on all tests. The investigation determined the service actions resolved the issue.